Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of the event was 3 mmol/l. The customer was treated with hospitalization. The event involved product(s) mmt-712ews. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-712ews.

Manufacturer narrative:
The pump passed the stop (idle) current measurement test, run current measurement test, self test, and off no power alarm test. Unable to perform the a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and dat due to end cap broken off. The following were noted during visual inspection: end cap broken off. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Carelink upload was unsuccessful, problem isolated to the electronic assembly. The pump was received without a battery. The pump was received without the battery cap. There was no data available in october 2025 in the pump history file. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 08-oct-2025 due to no data available in the pump history file. Unable to perform the history review 1 week from the event date 08-oct-2025 in the pump history file due to no data available. With the end cap received broken off, perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. Unable to complete the functional testing due to end cap broken off. Unable to confirm alleged low bgs. No current code/category (unable to upload to carelink) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.